Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. B3 -date of event estimated as 05/01/2024.

Event description:
User facility medwatch report# (B)(4) received that states "I then attempted percutaneous access of the left groin and unfortunately the perclose became lodged within the artery wall and was unable to be retracted or fully deployed. At this point I emergently cut down on the left groin using a 10-blade scalpel followed by electrocautery. Pressure was held over the area to maintain hemostasis while a complete standard dissection was made of the common femoral artery. At this point the perclose was able to be released from the artery and the arteriotomy was closed using a 5 0 prolene." No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no similar incidents from this lot. The patient effect of dissection is listed in the proglide instructions for use (IFU), potential adverse events, as a potential adverse event associated with use of the suture mediated closure devices. Factors that contribute to the inability to retract the foot, include, but not limited to tissue or suture caught in foot. The inability to close the foot likely contributed to the reported entrapment. A conclusive cause for the reported event could not be determined; however the patient effect and treatment appears to be related to circumstances of the procedure. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.